Event description:
It was reported that an alert was received by the clinic regarding this cardiac resynchronization therapy defibrillator (crt-d) system pacing and shocking impedance, as they are both exhibiting high out of range measurements. Reportedly, the patient has been advised to attend for in-clinic troubleshooting. The patient has been seen in-clinic and the pacing and shock impedances are still showing out of range. In addition, the right ventricular (rv) lead capture threshold was observed to be high. The crt-d has been reprogrammed to left ventricular (lv) lead pacing only and tachy therapy has been deactivated as the patient is not pacemaker dependent. The patient is reported to be hospitalized while waiting for an rv lead replacement procedure. The cause of the high out of range impedances has not yet been determined. The rv lead was surgically abandoned and replaced, and the crt-d was explanted and replaced in the same procedure as a result of the lead replacement. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received by the clinic regarding this cardiac resynchronization therapy defibrillator (crt-d) system pacing and shocking impedance, as they are both exhibiting high out of range measurements. Reportedly, the patient has been advised to attend for in-clinic troubleshooting. The patient has been seen in-clinic and the pacing and shock impedances are still showing out of range. In addition, the right ventricular (rv) lead capture threshold was observed to be high. The crt-d has been reprogrammed to left ventricular (lv) lead pacing only and tachy therapy has been deactivated as the patient is not pacemaker dependent. The patient is reported to be hospitalized while waiting for an rv lead replacement procedure. The cause of the high out of range impedances has not yet been determined. The crt-d system remains in service. No additional adverse patient effects.